Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that one program was causing discomfort. A clinical diagnosis of unsatisfactory analgesia was reported. The event resulted in an unscheduled clinic or office visit and the ins was reprogrammed. Group g was created with evolve workflow. The eventresolved without sequelae on 2017-may-02. The event was possibly related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event occurred on 2017-jan-04.

Manufacturer narrative:
Correction: upon further review, (B)(4) does not apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional indicated that it was not identified how the program was causing discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2018.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the entire system was explanted and not replaced on (B)(6) 2018. It was noted that the reason for the explant was that the system initially controlled the symptoms, but lost effectiveness. No further complications were reported/anticipated.